Event description:
A (B)(6) female pt contacted zoll lifecor customer support service to report that her monitor had "shorted out". The pt reported that she heard a noise and noticed an odor coming from the monitor and that it would not turn on. The pt was provided with a replacement monitor.

Manufacturer narrative:
Device evaluation summary: evaluation of monitor (B)(6) has been completed. Upon investigation, it was discovered that the front response button on the monitor was nonfunctional. The cause of the defective response button was caused by a corroded auxiliary board. The root cause of the corroded auxiliary board cannot be positively determined, but was likely due to liquid ingress through the auxiliary port. No adverse event resulted from the defective monitor. The pt received a replacement monitor.